Event description:
It was reported that a continuous glucose monitoring system experienced an error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset, which was successfully executed by the customer, and the continuous glucose monitoring error did not reoccur. The customer successfully started a new sensor session.